Manufacturer narrative:
Method:risk assessment; results: visual, dimensional and functional analysis could not be performed as the device was not returned. Device history could not be performed as a valid lot code was not provided. Conclusion: the definitive root cause cannot be determined from the given information.

Event description:
It was reported that the rod has slipped through the tulip heads. Original case was on 6/20.implants still in patient. Planning on revision.

Event description:
It was reported that the rod has slipped through the tulip heads. Original case was on (B)(6). Implants still in patient. Planning on revision.